Event description:
During installation of the power supply, the field service representative observed one of the power supplies failed at start up. The representative employed an alternative device. The device was installed and tested to work to specification. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.